Event description:
Hcp reported cellulitis in ipg pocket and across the extension route. No fever or chills although patient experiences night sweats which was a pre-existing condition. Patient was treated with appropriate antibiotics. Hcp reported the stimulator leads and extensions need to be removed, however, the patient has not followed through on medical advice. Hcp reported patient has been hosptialized in the past for severe depression. No report of device explantation. A follow-up report will be sent when additional information is received.